Event description:
In 2004 guidant cardiac surgery rec'd a seal that was in two pieces and, additionally, a portion of the seal didn't unravel completely. It was confirmed that there was no damage to the anastomosis and no pt complications were reported. There was no surgical or medical intervention performed to complete the procedure.